Event description:
It was reported that the device had a power on reset (por). The diagnostics were all empty. The por was cleared and the parameters on the device were as previously programmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.